Event description:
It was reported that this right atrial (ra) lead exhibited out of range atrial intrinsic amplitude measurements resulting in an alert in the remote home monitoring system. No undersensing was observed as a result. Review of device data also noted possible intermittent atrial loss of capture (loc) on the stored electrogram (egm). Further review was recommended. No further assistance was requested at this time. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.